Manufacturer narrative:
Guo f, zhang y, liang s, liang f, yan p, jiang c, the procedure-related complications of transarterial onyx embolization of dural arteriovenous fistula using transvenous balloon protection, world neurosurgery (2018), doi: 10.1016/j.wneu.2018.04.163. The onyx will not be returned as it remains in the patients. Based on the provided information, there does not appear to have been any defect of the onyx during use. The events occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature found reports of patient complications after onyx embolization. The purpose of this article was for the authors to report their preliminary experiences of using transarterial embolization of dural arteriovenous fistula (davf) with transvenous balloon protection. The authors identified 14 cases in which transarterial onyx embolization was performed in combination with transvenous balloon protection. Of the 14 patients, 9 were male and 5 were female; the mean age was 40.9 years. The article states that all balloons were delivered into the target sinuses and retrieved successfully, no adherence or burst events occurred. The following patient complications were noted: - patient no. 2 (female, (B)(6)) presented with proptosis and a davf was identified. During onyx embolization of the davf, the patient experienced epidural hemorrhage. The embolization was stopped immediately and the patient underwent craniotomy and hematoma evacuation emergently. This patient improved gradually. - patient no. 11 (female, (B)(6)) presented with tinnitus and a davf was identified. The patient underwent onyx embolization of the davf and experienced headache 12 hours after embolization, and lost consciousness after a few hours. Magnetic resonance imaging(MRI) revealed severe edema involving the whole left cerebellar hemisphere. Although the patient received emergent decompressive surgery, the patient had no improvement and was still in coma after 3 months. - patient 5 (male, (B)(6)) presented with tinnitus/blurred vision and a davf was identified. The patient underwent onyx embolization of the davf and experienced a cerebellar hemorrhage post-procedure. The patient craniectomy for hematoma evacuation and decompression. The patient recovered without permanent complication.